Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that insulin pump is working. No further information about the hospitalization was provided. Advised the customer to change out the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.